Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 301 (mg/dl) and trace ketones. A correction bolus was delivered to address bg level. The customer changed their site to clear the occlusion.